Event description:
Boston scientific received information stating: patient came into clinic today for first follow-up post device implant. Pacing threshold has increased from 0.6v@0.4ms at implant to 4.5v@0.4ms today at follow-up. All other parameters are within normal ranges and this pt does not require pacing support so no syncope or pre-syncope. This patient has felt twitching around her rib cage on the left side sporadically since the implant. This patient is sensitive to ventricular pacing so we assume it occurs during the daily lead impedance measurement test. We turned the daily lead impedance measurement test off and increased post-shock pacing output to 7.5v. This patient will be re-assessed in 1 month. Dr believes the increase in threshold is due to scar tissue formation or possible lead movement. (B)(6). Aware date: (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).